Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there were some retained foreign bodies last year. Patient and procedure impact are unknown.

Manufacturer narrative:
The customer did not retain the product lot information, therefore the device history records traceable could not be reviewed. The customer reported a foreign body/material was removed from the eye during surgery. The foreign material was not returned for further analysis to determine the identity and potential source. Without the sample and clear evidence, the investigation was unable to determine causality for this event. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be pursued at this time for this occurrence. Complaints are continuously monitored to identify product and/or process areas where debris/foreign material is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper ppe and maintaining clean work areas. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).